Event description:
Spontaneous call from pt, reports that her current ms3 pump sn (B)(4) is not working. She states that it keeps saying "load, load, and load" but nothing is loading. Pt was very frustrated as she kept repeating. Confirmed back up pump is working fine. Confirmed pump rate order scheduled for delivery tomorrow 08/15/2019. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.